Event description:
Reporter indicated that the pt was seen in the surgeon's office shortly after an appointment at the neurologist's office. The surgeon reported, he found the generator to be set at "very high settings". The surgeon did not feel the settings were appropriate.